Manufacturer narrative:
It was reported to abbott during an ipg explant procedure, the ipg was removed, and the lead was cut and partially removed. The portion of the lead tales and paddle remain in order to return in six weeks to replace the paddle and implant new ipg. Approximately six weeks later the revision took place where the paddle lead segments were removed and replaced with a new lead. A new ipg was placed on the opposite. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 where in the remaining fragmented lead was explanted and replaced to address the issue.

Event description:
It was reported during the (B)(6) 2024 procedure (related manufacturer reference number: 1627487-2024-09490) the lead was cut, and the fragmented piece was left implanted. As a result, surgical intervention may be undertaken to address the issue.